Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at central medial position. When an attempt was made to deploy mitraclip 50312a1011 xtw, anterior leaflet was damaged and center-lateral region became flail. Mr was increased. 2 mitraclips were implanted to reduce residual mr. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at central medial position. When an attempt was made to deploy mitraclip 50312a1011 xtw, anterior leaflet was damaged and center-lateral region became flail. Mr was increased. 2 mitraclips were implanted to reduce residual mr. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.